Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause and the location of the hernia were unknown. The hernia did not worsen with pd therapy. The patient underwent a hernia repair one day after diagnosis. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was in a rehabilitation facility recovering from the hernia repair and was not performing pd therapy. It was reported the patient will return to pd therapy "in a couple weeks." No additional information is available.